Event description:
It was reported that a pump is not infusing the entire expected dose of medication (medication, programmed amount and delivery rate unk). The customer stated that there has been no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.